Event description:
Complaintant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing of the device. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.